Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported a precharge error in the log files and an x-ray overtime when attempting a film shot. The precharge error will result in a no boot situation. The x-ray overtime will merely prohibit film shots. There was no pt injury or death reported.